Event description:
Hcp reported the patient presented with increased pain. The patient was put on oral analgisics, so there were no withdrawal symptoms. A catheter dye study and a rotor study were done and a stalled rotor was discovered. The pump was replaced in 2002. The patient is reported to be doing fine with the new pump.